Event description:
It was reported that post stenting procedure in (B)(6) 2012, the subject has experienced an allergic reactions possibly to nickel with symptoms of rash that come and go, chest pain that can not be explained; major fatigue to the extent the subject does not drive alone. While resting on the right side of the body, the subject experiences gasping for breaths of air; most things taste badly and the subject lost approximately 20 pounds initially, but has re-gained the weight due in part to lowered activity level as he feels exhausted most of the time. Currently, there was no reported information provided related to treatment or intervention. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effects of angina, dyspnea, fatigue, hypersensitivity (allergic reaction), and rash, as listed in the xience v / xience nano everolimus eluting coronary stent system instructions for use (IFU) are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4)